Event description:
Reportable based on device analysis completed on (B)(4) 2015. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified right superficial femoral artery. After a non-bsc guide wire was advanced and has crossed the lesion, a 5.0mmx60mmx135cm (4f) sterling¿ balloon catheter was advanced to dilate the lesion; however, the device failed to cross the middle of the lesion. Dilation was performed at the crossed area at nominal pressure and the procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed a longitudinal balloon tear.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. There was contrast in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination inspection revealed a 3.5cmm longitudinal tear in the balloon wall in the mid-section of the balloon. Microscopic examination presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. Microscopic examination and tactile revealed numerous kinks throughout the outer and inner shafts of the device. Microscopic examination presented no damage or irregularities in the bonds. Microscopic examination presented no damage or irregularities in the distal tip. The length of the catheter was within specification. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues or damage were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).